Event description:
It was reported that during insertion of a bioscrew xtralok in an acl reconstruction, the suture holding the gracilis tendon snapped. After readjustment and retensioning, a second bioscrew was inserted. This time the larger semitendinosis harvested hamstring tendon snapped. A positive lockman sign of approximately 1cm necessitated a 2.5 hour extension to the surgical time. Due to the event with the second bioscrew insertion, a patella tendon graft was harvested and a patellar bone to bone reconstruction undertaken. It was reported that the patient's hospitalization stay and rehabilitation have been extended related to this event.

Manufacturer narrative:
Investigation:the device was received and an evaluation performed. A visual inspection of the screw found no discrepancies. A review of product history finds no similar failures and no other problems reported for this lot number.